Event description:
It was reported that since implant a few weeks ago the threshold increased. Other examinations revealed that the lead perforated through the diaphragm. Intervention is scheduled. The present status of the lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Asku

Event description:
It was reported that since implant a few weeks ago the threshold increased. Other examinations revealed that the lead perforated through the diaphragm. Intervention is scheduled. The present status of the lead is unknown. It was later reported that the ventricular lead was explanted and was not replaced. No further patient complications have been reported as a result of this event.